Manufacturer narrative:
In case of a hardware failure during a surgery, the microscope has a "light only" feature available. In the "light only" mode, the user is able to operate the focus function manually without any electronic control function. The user manual describes how to switch to the "light only" mode. In this case a czmi technical support engineer suggested the hcp to switch to the "light only" mode. However, the doctor decided to abort the surgery and reschedule it for a later date.

Event description:
A healthcare professional (hcp) reported that during a minimal invasive micro discectomy procedure, the doctor could not move the microscope's focus function via the handgrip. The focus was stuck in the maximum position. The hcp reported that the surgery was aborted and the patient was brought back at a later date to complete the procedure. The hcp confirmed that there was no injury to the patient due to the microscope issue.

Manufacturer narrative:
Field g7: updated from "initial" to "follow-up #: 1" field h2: entered "device evaluation" field h10: updated manufacturer narrative and added descriptions of changes.